Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants") and perforation ("organ perforation (nos)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, perforation (seriousness criterion medically significant), menstrual disorder ("unusual periods") and migraine ("severe migraines"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, perforation, menstrual disorder and migraine outcome was unknown. The reporter considered device dislocation, menstrual disorder, migraine and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly in place/ tubes occluded. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated implants'), uterine perforation ('organ perforation (nos)/uterine perforation'), device breakage ('one coil broke and was lodged in the uterus'), procedural haemorrhage ('there was major bleeding during an attempt to remove'), barrett's oesophagus ('barrett's esophagus') and genital haemorrhage ('unusual bleeding / profuse bleeding') in an adult female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2005. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included flatus increased since (B)(6) 2015, headache since (B)(6) 2015, dizziness since (B)(6) -2015, cough since (B)(6) 2015, flatulence since (B)(6) 2015, gas evolution in intestine since (B)(6) 2015, barrett's esophagus since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, frustration since (B)(6) 2015, dyspareunia since (B)(6) 2015, paraovarian cyst since (B)(6) 2015, gastroesophageal reflux disease since (B)(6) 2014, thrombocytopenia since (B)(6) 2014, diarrhea since (B)(6) 2014, weight fluctuation since (B)(6) 2014, nausea since (B)(6) 2014, tenderness since (B)(6) 2014, drug hypersensitivity since (B)(6) 2014, acid dyspepsia since (B)(6) 2014, ear discomfort since (B)(6) 2014, anxiety, menorrhagia, hypoaesthesia, adnexa uteri pain and painful periods. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), barrett's oesophagus (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), migraine ("severe migraines"), vulvovaginal pain ("vaginal pian"), dermatitis contact ("jewelry containing nickel, she had skin irritation"), skin irritation ("jewelry containing nickel, she had skin irritation"), medical device discomfort ("discomfort"), abdominal distension ("bloating"), arthralgia ("joint pain / knee pain, thigh pain"), back pain ("back pain"), pain in extremity ("thigh pain"), sleep disorder ("sleep disorder"), adnexa uteri pain ("fallopian tube pain"), gastrooesophageal reflux disease ("reflux / gerd"), vomiting ("I'm throwing up"), hypoaesthesia ("leg numbness"), abdominal pain upper ("stomach pain"), food allergy ("food allergies"), nervousness ("I'm nervous"), obsessive-compulsive disorder ("obsessive-compulsive disorder"), tooth disorder ("I went from having perfect teeth to needing 5 root canals within year"), dehydration ("dehydration"), dyspepsia ("digestive problems"), pain ("sore") and dyspareunia ("chronic pain I have especially during intercourse") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic removal of essure devices (just tubes) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, procedural haemorrhage, barrett's oesophagus, menstrual disorder, migraine, vulvovaginal pain, back pain, pain in extremity, weight decreased, adnexa uteri pain, vomiting, hypoaesthesia, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain and dyspareunia outcome was unknown, the genital haemorrhage, medical device discomfort, abdominal distension, arthralgia, sleep disorder and gastrooesophageal reflux disease had resolved and the dermatitis contact and skin irritation was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, arthralgia, back pain, barrett's oesophagus, dehydration, dermatitis contact, device breakage, device dislocation, dyspareunia, dyspepsia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, medical device discomfort, menstrual disorder, migraine, nervousness, obsessive-compulsive disorder, pain, pain in extremity, procedural haemorrhage, skin irritation, sleep disorder, tooth disorder, uterine perforation, vomiting, vulvovaginal pain and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) -2015 and in fu it was given (B)(6) 2010. Initially product stop date (B)(6) 2015 and in fu it was (B)(6) 2011 to about (B)(6) 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly in place/ tubes occluded; on (B)(6) 2010: results: tubal occlusion. "Concerning the injuries reported in this case, the following were reported via social media: gastrooesophageal reflux disease, vomiting, hypoaesthesia, barrett's oesophagus, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: extension of expected date of next report we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants"), uterine perforation ("organ perforation (nos)/uterine perforation"), device breakage ("one coil broke and was lodged in the uterus") and procedural haemorrhage ("there was major bleeding during an attempt to remove") in an adult female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst removal in 2005. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included anxiety, menorrhagia, hypoaesthesia, adnexa uteri pain, painful periods, paraovarian cyst since (B)(6) 2015, gastroesophageal reflux disease since (B)(6) 2014, thrombocytopenia since (B)(6) 2014, diarrhea since (B)(6) -2014, weight fluctuation since (B)(6) 2014, nausea since (B)(6) 2014, tenderness since (B)(6) 2014, dyspareunia since (B)(6) 2015, flatus increased since (B)(6) 2015, headache since (B)(6) 2015, dizziness since (B)(6) 2015, cough since (B)(6) 2015, flatulence since (B)(6) 2015, gas evolution in intestine since (B)(6) 2015, barrett's esophagus since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, frustration since (B)(6) 2015, drug hypersensitivity since (B)(6) 2014, acid dyspepsia since (B)(6) 2014 and ear discomfort since (B)(6) 2014. In may 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), migraine ("severe migraines"), vulvovaginal pain ("vaginal pian"), dermatitis contact ("jewelry containing nickel, she had skin irritation"), skin irritation ("jewelry containing nickel, she had skin irritation"), medical device discomfort ("discomfort"), abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("back pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery. Essure was removed on 14-aug-2015. At the time of the report, the device dislocation, uterine perforation, device breakage, procedural haemorrhage, menstrual disorder, migraine, vulvovaginal pain, dermatitis contact, skin irritation, arthralgia, back pain and pain in extremity outcome was unknown and the medical device discomfort and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia, back pain, dermatitis contact, device breakage, device dislocation, medical device discomfort, menstrual disorder, migraine, pain in extremity, procedural haemorrhage, skin irritation, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2015 and in fu it was given (B)(6) 2010. Initially product stop date (B)(6) 2015 and in fu it was (B)(6) 2011 to about (B)(6) 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-sep-2010: tubal occlusion; on an unknown date: coils were properly in place/ tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Event "thigh pain" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated implants'), uterine perforation ('organ perforation (nos)/uterine perforation') and device breakage ('one coil broke and was lodged in the uterus') in an adult female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2005. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included flatus increased since (B)(6) 2015, headache since (B)(6) 2015, dizziness since (B)(6) 2015, cough since (B)(6) 2015, flatulence since (B)(6) 2015, gas evolution in intestine since (B)(6) 2015, barrett's esophagus since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, frustration since (B)(6) 2015, dyspareunia since (B)(6) 2015, paraovarian cyst since (B)(6) 2015, gastroesophageal reflux disease since (B)(6) 2014, thrombocytopenia since (B)(6) 2014, diarrhea since (B)(6) 2014, weight fluctuation since (B)(6) 2014, nausea since (B)(6) 2014, tenderness since (B)(6) 2014, drug hypersensitivity since (B)(6) 2014, acid dyspepsia since (B)(6) 2014, ear discomfort since (B)(6) 2014, anxiety, menorrhagia, hypoaesthesia, adnexa uteri pain and painful periods. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage ("there was major bleeding during an attempt to remove"), barrett's oesophagus ("barrett's esophagus"), genital haemorrhage ("unusual bleeding / profuse bleeding"), menstrual disorder ("unusual periods"), migraine ("severe migraines"), vulvovaginal pain ("vaginal pian"), dermatitis contact ("jewelry containing nickel, she had skin irritation"), skin irritation ("jewelry containing nickel, she had skin irritation"), medical device discomfort ("discomfort"), abdominal distension ("bloating"), arthralgia ("joint pain / knee pain, thigh pain"), back pain ("back pain"), pain in extremity ("thigh pain"), sleep disorder ("sleep disorder"), adnexa uteri pain ("fallopian tube pain"), gastrooesophageal reflux disease ("reflux / gerd"), vomiting ("I'm throwing up"), hypoaesthesia ("leg numbness"), abdominal pain upper ("stomach pain"), food allergy ("food allergies"), nervousness ("I'm neervous"), obsessive-compulsive disorder ("obsessive-compulsive disorder"), tooth disorder ("I went from having perfect teeth to needing 5 root canals within year"), dehydration ("dehydration"), dyspepsia ("digestive problems"), pain ("sore") and dyspareunia ("chronic pain I have especially during intercourse") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic removal of essure devices (just tubes) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, procedural haemorrhage, barrett's oesophagus, menstrual disorder, migraine, vulvovaginal pain, back pain, pain in extremity, weight decreased, adnexa uteri pain, vomiting, hypoaesthesia, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain and dyspareunia outcome was unknown, the genital haemorrhage, medical device discomfort, abdominal distension, arthralgia, sleep disorder and gastrooesophageal reflux disease had resolved and the dermatitis contact and skin irritation was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, arthralgia, back pain, barrett's oesophagus, dehydration, dermatitis contact, device breakage, device dislocation, dyspareunia, dyspepsia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, medical device discomfort, menstrual disorder, migraine, nervousness, obsessive-compulsive disorder, pain, pain in extremity, procedural haemorrhage, skin irritation, sleep disorder, tooth disorder, uterine perforation, vomiting, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2015 and in fu it was given (B)(6) 2010. Initially product stop date (B)(6) 2015 and in fu it was (B)(6) 2011 to about (B)(6) 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly in place/ tubes occluded; on (B)(6) 2010: results: tubal occlusion. "Concerning the injuries reported in this case, the following were reported via social media: gastrooesophageal reflux disease, vomiting, hypoaesthesia, barrett's oesophagus, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants"), uterine perforation ("organ perforation (nos)/uterine perforation"), device breakage ("one coil broke and was lodged in the uterus"), procedural haemorrhage ("there was major bleeding during an attempt to remove"), barrett's oesophagus ("barrett's esophagus") and genital haemorrhage ("unusual bleeding / profuse bleeding") in an adult female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2005. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included anxiety, menorrhagia, hypoaesthesia, adnexa uteri pain, painful periods, paraovarian cyst since (B)(6) 2015, gastroesophageal reflux disease since(B)(6) 2014, thrombocytopenia since (B)(6) 2014, diarrhea since (B)(6) 2014, weight fluctuation since (B)(6) 2014, nausea since (B)(6) 2014, tenderness since (B)(6) 2014, dyspareunia since (B)(6) 2015, flatus increased since (B)(6) 2015, headache since (B)(6) 2015, dizziness since (B)(6) -2015, cough since (B)(6) 2015, flatulence since 18-aug-2015, gas evolution in intestine since (B)(6) 2015, barrett's esophagus since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, frustration since (B)(6) 2015, drug hypersensitivity since (B)(6) 2014, acid dyspepsia since (B)(6) 2014 and ear discomfort since (B)(6) 2014. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), barrett's oesophagus (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), migraine ("severe migraines"), vulvovaginal pain ("vaginal pian"), dermatitis contact ("jewelry containing nickel, she had skin irritation"), skin irritation ("jewelry containing nickel, she had skin irritation"), medical device discomfort ("discomfort"), abdominal distension ("bloating"), arthralgia ("joint pain / knee pain, thigh pain"), back pain ("back pain"), pain in extremity ("thigh pain"), sleep disorder ("sleep disorder"), adnexa uteri pain ("fallopian tube pain"), gastrooesophageal reflux disease ("reflux / gerd"), vomiting ("I'm throwing up"), hypoaesthesia ("leg numbness"), abdominal pain upper ("stomach pain"), food allergy ("food allergies"), nervousness ("I'm nervous"), obsessive-compulsive disorder ("obsessive-compulsive disorder"), tooth disorder ("I went from having perfect teeth to needing 5 root canals within year"), dehydration ("dehydration"), dyspepsia ("digestive problems"), pain ("sore") and dyspareunia ("chronic pain I have especially during intercourse") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, procedural haemorrhage, barrett's oesophagus, menstrual disorder, migraine, vulvovaginal pain, back pain, pain in extremity, weight decreased, adnexa uteri pain, gastrooesophageal reflux disease, vomiting, hypoaesthesia, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain and dyspareunia outcome was unknown, the genital haemorrhage, medical device discomfort, abdominal distension, arthralgia and sleep disorder had resolved and the dermatitis contact and skin irritation was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, arthralgia, back pain, barrett's oesophagus, dehydration, dermatitis contact, device breakage, device dislocation, dyspareunia, dyspepsia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, medical device discomfort, menstrual disorder, migraine, nervousness, obsessive-compulsive disorder, pain, pain in extremity, procedural haemorrhage, skin irritation, sleep disorder, tooth disorder, uterine perforation, vomiting, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2015 and in fu it was given (B)(6) 2010. Initially product stop date (B)(6) 2015 and in fu it was july 2011 to about november 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly in place/ tubes occluded; on (B)(6) 2010: results: tubal occlusion. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: gastrooesophageal reflux disease, vomiting, hypoaesthesia, barrett's oesophagus, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2018: events- "lost weight, sleep disorder, fallopian tube pain, unusual bleeding" added from pfs. Events- "gastrooesophageal reflux disease, vomiting, hypoaesthesia, barrett's oesophagus, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain, dyspareunia" added from social media report. Amendment: the report was also amended on 18-dec-2018 for the following reason: correction following company internal coding review. The event sore was recoded to meddra llt pain nos. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants"), uterine perforation ("organ perforation (nos)/uterine perforation"), device breakage ("one coil broke and was lodged in the uterus") and procedural haemorrhage ("there was major bleeding during an attempt to remove") in an adult female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst removal in 2005. Concurrent conditions included anxiety, menorrhagia, hypoaesthesia, adnexa uteri pain, dysmenorrhea, paraovarian cyst since (B)(6) 2015, gastroesophageal reflux disease since (B)(6) 2014, thrombocytopenia since (B)(6) 2014, diarrhea since (B)(6) 2014, weight fluctuation since (B)(6) 2014, nausea since (B)(6) 2014, tenderness since (B)(6) 2014, dyspareunia since (B)(6) 2015, flatus increased since (B)(6) 2015, headache since (B)(6) 2015, dizziness since (B)(6) 2015, cough since (B)(6) 2015, flatulence since (B)(6) 2015, gas evolution in intestine since (B)(6) 2015, barrett's esophagus since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, frustration since (B)(6) 2015, drug hypersensitivity since (B)(6) 2014, acid dyspepsia since (B)(6) 2014 and ear discomfort since (B)(6) 2014. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), migraine ("severe migraines"), vulvovaginal pain ("vaginal pian"), allergy to metals ("jewelry containing nickel, she had skin irritation"), skin irritation ("jewelry containing nickel, she had skin irritation"), medical device discomfort ("discomfort"), abdominal distension ("bloating"), arthralgia ("joint pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery. Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, procedural haemorrhage, menstrual disorder, migraine, vulvovaginal pain, allergy to metals, skin irritation, arthralgia and back pain outcome was unknown and the medical device discomfort and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, device breakage, device dislocation, medical device discomfort, menstrual disorder, migraine, procedural haemorrhage, skin irritation, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2015 and in fu it was given (B)(6) 2010. Initially product stop date (B)(6) 2015 and in fu it was (B)(6) 2011 to about (B)(6) 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubal occlusion; on an unknown date: coils were properly in place/ tubes occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided- vaginal pain, uterine perforation,allergy to metals, skin irritation, medical device discomfort, bloating, joint pain, back pain, device breakage.event outcome of medical device discomfort, bloating updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants"), uterine perforation ("organ perforation (nos)/uterine perforation"), device breakage ("one coil broke and was lodged in the uterus") and procedural haemorrhage ("there was major bleeding during an attempt to remove") in an adult female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst removal in 2005. Concurrent conditions included anxiety, menorrhagia, hypoaesthesia, adnexa uteri pain, painful periods, paraovarian cyst since (B)(6) 2015, gastroesophageal reflux disease since (B)(6) 2014, thrombocytopenia since (B)(6) 2014, diarrhea since (B)(6) 2014, weight fluctuation since (B)(6) 2014, nausea since (B)(6) 2014, tenderness since (B)(6) 2014, dyspareunia since (B)(6) 2015, flatus increased since (B)(6) 20115, headache since (B)(6) 2015, dizziness since (B)(6) 2015, cough since (B)(6) 2015, flatulence since (B)(6) 2015, gas evolution in intestine since (B)(6) 2015, barrett's esophagus since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, frustration since (B)(6) 2015, drug hypersensitivity since (B)(6) 2014, acid dyspepsia since (B)(6) 2014 and ear discomfort since (B)(6) 2014. In may 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), migraine ("severe migraines"), vulvovaginal pain ("vaginal pian"), dermatitis contact ("jewelry containing nickel, she had skin irritation"), skin irritation ("jewelry containing nickel, she had skin irritation"), medical device discomfort ("discomfort"), abdominal distension ("bloating"), arthralgia ("joint pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery. Essure was removed in august 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, procedural haemorrhage, menstrual disorder, migraine, vulvovaginal pain, dermatitis contact, skin irritation, arthralgia and back pain outcome was unknown and the medical device discomfort and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia, back pain, dermatitis contact, device breakage, device dislocation, medical device discomfort, menstrual disorder, migraine, procedural haemorrhage, skin irritation, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given ??-may-2015 and in fu it was given (B)(6) 2010. Initially product stop date ??-aug-2015 and in fu it was july 2011 to about november 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-sep-2010: tubal occlusion; on an unknown date: coils were properly in place/ tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated implants'), uterine perforation ('organ perforation (nos)/uterine perforation'), device breakage ('one coil broke and was lodged in the uterus'), procedural haemorrhage ('there was major bleeding during an attempt to remove'), barrett's oesophagus ('barrett's esophagus') and genital haemorrhage ('unusual bleeding / profuse bleeding') in an adult female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2005. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included flatus increased since (B)(6) 2015, headache since (B)(6) 2015, dizziness since (B)(6) 2015, cough since (B)(6) 2015, flatulence since (B)(6) 2015, gas evolution in intestine since (B)(6) 2015, barrett's esophagus since (B)(6) 2015, rheumatoid arthritis since (B)(6) 2015, frustration since (B)(6) 2015, dyspareunia since (B)(6) 2015, paraovarian cyst since (B)(6) 2015, gastroesophageal reflux disease since (B)(6) 2014, thrombocytopenia since (B)(6) 2014, diarrhea since (B)(6) 2014, weight fluctuation since (B)(6) 2014, nausea since (B)(6) 2014, tenderness since (B)(6) 2014, drug hypersensitivity since (B)(6) 2014, acid dyspepsia since (B)(6) 2014, ear discomfort since (B)(6) 2014, anxiety, menorrhagia, hypoaesthesia, adnexa uteri pain and painful periods. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), barrett's oesophagus (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), migraine ("severe migraines"), vulvovaginal pain ("vaginal pian"), dermatitis contact ("jewelry containing nickel, she had skin irritation"), skin irritation ("jewelry containing nickel, she had skin irritation"), medical device discomfort ("discomfort"), abdominal distension ("bloating"), arthralgia ("joint pain / knee pain, thigh pain"), back pain ("back pain"), pain in extremity ("thigh pain"), sleep disorder ("sleep disorder"), adnexa uteri pain ("fallopian tube pain"), gastrooesophageal reflux disease ("reflux / gerd"), vomiting ("I'm throwing up"), hypoaesthesia ("leg numbness"), abdominal pain upper ("stomach pain"), food allergy ("food allergies"), nervousness ("I'm neervous"), obsessive-compulsive disorder ("obsessive-compulsive disorder"), tooth disorder ("I went from having perfect teeth to needing 5 root canals within year"), dehydration ("dehydration"), dyspepsia ("digestive problems"), pain ("sore") and dyspareunia ("chronic pain I have especially during intercourse") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic removal of essure devices (just tubes) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, procedural haemorrhage, barrett's oesophagus, menstrual disorder, migraine, vulvovaginal pain, back pain, pain in extremity, weight decreased, adnexa uteri pain, vomiting, hypoaesthesia, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain and dyspareunia outcome was unknown, the genital haemorrhage, medical device discomfort, abdominal distension, arthralgia, sleep disorder and gastrooesophageal reflux disease had resolved and the dermatitis contact and skin irritation was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, arthralgia, back pain, barrett's oesophagus, dehydration, dermatitis contact, device breakage, device dislocation, dyspareunia, dyspepsia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, medical device discomfort, menstrual disorder, migraine, nervousness, obsessive-compulsive disorder, pain, pain in extremity, procedural haemorrhage, skin irritation, sleep disorder, tooth disorder, uterine perforation, vomiting, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2015 and in fu it was given (B)(6) 2010. Initially product stop date (B)(6) 2015 and in fu it was (B)(6) 2011 to about (B)(6) 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly in place/ tubes occluded; on (B)(6) 2010: results: tubal occlusion. "Concerning the injuries reported in this case, the following were reported via social media: gastrooesophageal reflux disease, vomiting, hypoaesthesia, barrett's oesophagus, abdominal pain upper, food allergy, nervousness, obsessive-compulsive disorder, tooth disorder, dehydration, dyspepsia, pain, dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: outcome of event reflux / gerd was changed to recovered. Reporter details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.